Event description:
Patient developed severe burning and pain in lower pelvic area during MRI at the location of a cook embolization coil implant. MRI aborted due to reaction. Cook embolization coil product indicates MRI compatible. Subsequent CT scan confirms location of implant as site of pt pain and burning. Pain and tenderness following incident persisted for two days before subsiding. Due to reaction, pt is not a candidate for MRI studies. Cook coil product indicates MRI compatible and pt advised at time of implant that it would not disqualify him from MRI studies.